Manufacturer narrative:
The ufr was the only source of information; the hospital did not involve the local dräger s&s organization into any follow-up measures and did not provide additional details upon request. A case-specific evaluation is not possible. The following can be derived from the ufr: the device reportedly performed a reboot. This is the specified behavior to overcome interrupts in the processing of sw routines that cannot be rectified by other means. The device will briefly power off and back on and continue ventilation with the latest settings if the reboot remedies the error condition. A typical reboot lasts approx. 12 seconds; the device opens the airway system to ambient during this time to allow spontaneous breathing. The exact root cause cannot be derived from the information supplied with the ufr. However, based on experience, the most likely explanation would be that the device was put into operation with a worn internal battery. The internal battery serves as an important fail-safe mechanism and will thus be tested in regular intervals by the software to calculate the runtime forecast. If the battery is worn to a certain degree that the voltage drops significantly during this test, this may trigger a reboot. If the postulation is correct, the reported event must be attributed to lack of preventive maintenance and to failure to follow the instructions of the manufacturer; the IFU emphazises that availability of the internal battery shall be checked prior to each new ventilation episode. Other explanations may apply as well; a further differentiation is not possible. It is recommended to the hospital to have the device checked by trained service personnel.

Event description:
It was reported that the device performed a reboot approx. 2 hours after start of the ventilation episode. The users reportedly replaced the device in a controlled maneuver in abundance of caution; health consequences for the patient did not occur.